Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with odontoid process fractures and underwent anterior screw fixation surgery. During surgery, the guide wire broke. The product came in contact with the patient. There was a delay of less than 60 mins in procedure time as a result of the event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed about an inch of the guidewire has been broken off. Optical inspection of the fracture surface confirmed a brittle surface with multiple ridges and some circular material flow. This type of damage is consistent with torsional overload causing the tip to break off. If information is provided in the future, a supplemental report will be issued.